Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had bolus stopped alarm. The customer blood glucose level was unknown at the time of incident. The customer stated that the insulin pump received no bolus delivered and bolus entry was timed out before delivery messages. Customer stated that they were able to clear the alarm but alarm reoccurred . The customer was declined for troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.